Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, or battery out limit alarms noted. The device passed displacement test, rewind, and basic occlusion tests. No unexpected low reservoir alarm noted. The device had intermittent button response due to flattened all the buttons dome switch. The device had a scratched case, scratched lcd window, and a cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 188 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.